Event description:
A bloodline separated from the venous port. The patient was undergoing hemodialysis at the time the separation occured. The patient was placed in trendelenburg position, normal saline infused, the machine was turned off and the lines were clamped. Vitals at that time were 96/40 with a pulse of 77. Md was notified and the patient did report "I feel better." A new set of bloodlines were set up on the machine and dialysis resumed per md orders. The patient completed her treatment safely as ordered and was discharged to home. This patient did have a 200-250 ml blood loss. The clinic drew hgb prior to next treatment and it was reported as 9.0. According to rn, the clinic was to redraw hgb prior to next treatment and if found low would be transfused. The blood was re-drawn and it was found to be improved. The md ordered an increase in epogen. This patient is asymptomatic at this time and continues hemodialysis as ordered. The 5~tient is being closely monitored by the facility. A sample is available.